Event description:
Per information provided: (B)(6) 2016 ¿ patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair with implant of perfix plug (device #1). Per operative notes, ¿an indirect hernia sac was identified and removed and medium perfix plug (device #1) was placed for the repair and secured with sutures.¿ (B)(6) 2017 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with implant of perfix plug (device #2). Per operative notes, ¿a large hernia in the direct space was identified. The previously placed dislodged synthetic mesh was noted and repaired with large perfix plug (device #2) and secured circumferentially with sutures.¿ (B)(6) 2017 ¿ patient was diagnosed with recurrent ventral hernia and right groin pain thereby underwent laparoscopic converted into open repair with implant of phasix st mesh (device #3). Per operative notes, ¿dense adhesions of hernia mesh (device #1 and #2) on both sides to bowel were removed. In left upper quadrant midline fascia in the was closed with sutures and phasix st mesh (device #3) was placed. (B)(6) 2019 ¿ patient was diagnosed with open abdominal wound thereby underwent open repair with excision of chronic abdominal wall sinus tract and removal of mesh (device #3). Per operative notes, ¿sinus tract in the epigastric abdominal with suture material and small pieces of mesh was found. The wound was irrigated and closed.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2016) is considered to be a best estimate. This MDR represents the phasix st mesh (device #3). An additional supplemental emdr was submitted to represent the perfix plug (device #1), perfix plug (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.